Event description:
During a surgical procedure, the gemini clip applier jaws locked around a structure and could only be loosened with the help of other instruments. No injury or harm to the patient was noted.

Manufacturer narrative:
The device was returned and investigated. Physical damage was observed on the tips of the device. The handle of the device could not be actuated. The pawl assembly of the device was jammed. A jammed assembly could have been the cause of the adverse event. The root cause of the jam could not be determined.